Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset successfully started sensor session with no further cgm error observed; device was not returned and no additional actions were reported.